Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Caller reported that on (B)(6) 2014 at 09:30, her inratio inr result was 2.1. In the afternoon on (B)(6) 2014, she experienced a nosebleed and was hospitalized. Laboratory inr result, at 16:00, was 18.5 and two (2) hours later, it had increased to 25.5. Treatment included two (2) bags of plasma, vitamin k and a blood transfusion. In addition, her nose was packed for six (6) days. On (B)(6) 2014, the laboratory inr result was 3.4, nasal packing was removed and the pt was discharged from the hospital. There was no additional information provided.